Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in taiwan as follows: it was reported that (B)(6) hospital patient was implanted with plate and screws at distal fibular. Surgery was done on (B)(6) 2022. Syndesmosis screw is observed to break and removal surgery was done on jun 27th. J&j employee was notified about this event on 14th july . Proximal part of the screw was removed from the fibula and remaining part of screw is still remained in tibia. It's a non-union fracture and patient is not in pain. Patient discharged from hospital on 28 jun. - on 11 jun, hospital received the letter from ha that reported patient feels ankle pain currently when walking due to the post-operative steel screw. What was the patient status/ outcome? Patient discharged from hospital on 6/28, patient did not report any pain during coordination meeting on 21 jul and did not use the walker or find another doctor. The implant has been with the patient for 3 months. No further information. Concomitant device reported: unk - plates: lcp distal fibula plate (part# unknown; lot# unknown; quantity: 1). Unk - screws: trauma (part# unknown; lot# unknown; quantity# unknown). This report is for one (1) cortscr ø3.5 self-tap l45 ti. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part #: 404.845, lot #: 526p136, manufacturing site: jabil grenchen, release to warehouse date: 22, november 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.